Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure protruding into endometrium') and device expulsion ('migration of essure device-location of device: cervix and lower endometrium / one came out') in an adult female patient who had essure (batch no. 706579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval itching in 2011, tubal ligation in 2010, multiparous in 2010, menorrhagia, dysmenorrhea, vaginal itching, vaginitis bacterial, vaginal discharge, vaginal irritation and low back pain. Previously administered products included for an unreported indication: depo provera in 2010, motrin, toradol and valium. Concurrent conditions included menorrhagia, dysmenorrhea, bacterial vaginosis and vulval itching. Concomitant products included diazepam (valium), diphenhydramine citrate;ibuprofen (motrin pm), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), misoprostol (cytotec) and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvis pain"), back pain ("lower back paiin/ other injury or complication-please describe : back pain") and urinary tract infection ("infection (bladder/ urinary tract /vaginal ): uti"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation, device expulsion, pelvic pain, urinary tract infection and cystitis outcome was unknown and the back pain had not resolved. The reporter considered back pain, cystitis, device dislocation, device expulsion, pelvic pain and urinary tract infection to be related to essure. The reporter commented: meg, dyrenlum oral capsule 50 mg,pervaded oral capsule, delayed released(e.c.) 30 m, last menstrual period was (B)(6) 2010. Appropriate distention with normal saline was obtained and the endometrial cavity was thoroughly evaluated. Hysteroscopic exam revealed a normal cavity. The tubal ostia were easily visualized bilaterally. An essure microinsert was place in the right ostia. The introducer was retracted and approximately 3 coils were visualized. Attention was then tuned to the left ostia where a similar procedure was performed. Upon retraction of the introducer, 0 coils were visualized. The hysteroscope and all instruments were then removed from the vagina. Date(s) of removal: (B)(6) (as reported) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Non patent bilateral fallopian tubes with bilateral tubal occlusion devices in place.; on (B)(6) 2010: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: uterus: normal. Anteverted. Size: longitudinal 85 mm. Anterior- posterior 52 mm. Transverse 57 mm. Volume: 131.9 mi. Endometrium: endometrium clearly visualized. Endometrial cavity: left essure protruding into endometrium. Endometrium thickness total: 5.5 mm. The left essure device appears to be protruding into the endometrium. Concerning the injuries reported in this case, the following one/ones were described in medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- new event migration of essure device location of device: cervix and lower endometrium. Reporters information, lab data, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure protruding into endometrium') in an adult female patient who had essure (batch no. 706579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval itching on (B)(6) 2011, tubal ligation on (B)(6)2010, multiparous on 2010, menorrhagia, dysmenorrhea, vaginal itching, vaginitis bacterial, vaginal discharge and vaginal irritation. Previously administered products included for an unreported indication: depo provera on 11-feb-2010, motrin, toradol and valium. Concurrent conditions included menorrhagia, dysmenorrhea, bacterial vaginosis and vulval itching. Concomitant products included diazepam (valium), diphenhydramine citrate;ibuprofen (motrin pm), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), misoprostol (cytotec) and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain/ pelvis pain"), urinary tract disorder ("bladder or urinary problems or changes/ urinary problems"), back pain ("lower back paiin/ other injury or complication-please describe : back pain"), urinary tract infection ("infection (bladder/ urinary tract /vaginal ): uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and bladder disorder ("bladder or urinary problems or changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, urinary tract disorder, urinary tract infection, cystitis and bladder disorder outcome was unknown and the back pain had not resolved. The reporter considered back pain, bladder disorder, cystitis, device dislocation, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: meg, dyrenlum oral capsule 50 mg,pervaded oral capsule, delayed released(e.c.) 30 m, last menstrual period was (B)(6) 2010. Appropriate distention with normal saline was obtained and the endometrial cavity was thoroughly evaluated. Hysteroscopic exam revealed a normal cavity. The tubal ostia were easily visualized bilaterally. An essure microinsert was place in the right ostia. The introducer was retracted and approximately 3 coils were visualized. Attention was then tuned to the left ostia where a similar procedure was performed. Upon retraction of the introducer, 0 coils were visualized. The hysteroscope and all instruments were then removed from the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (as per pfs) non patent bilateral fallopian tubes with bilateral tubal occlusion devices in place.(as per mr). Ultrasound scan - on (B)(6) 2011: uterus: normal. Anteverted. Size: longitudinal 85 mm. Anterior- posterior 52 mm. Transverse 57 mm. Volume: 131.9 mi. Endometrium: endometrium clearly visualized. Endometrial cavity: left essure protruding into endometrium. Endometrium thickness total: 5.5 mm. The left essure device appears to be protruding into the endometrium.. Concerning the injuries reported in this case, the following one/ones were described in medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure protruding into endometrium') in an adult female patient who had essure (batch no. 706579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval itching on (B)(6) 2011, tubal ligation on (B)(6) 2010, multiparous on (B)(6) 2010, menorrhagia, dysmenorrhea, vaginal itching, vaginitis bacterial, vaginal discharge and vaginal irritation. Previously administered products included for an unreported indication: depo provera on (B)(6) 2010, motrin, toradol and valium. Concurrent conditions included menorrhagia, dysmenorrhea, bacterial vaginosis and vulval itching. Concomitant products included diazepam (valium), diphenhydramine citrate;ibuprofen (motrin pm), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), misoprostol (cytotec) and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain/ pelvis pain"), urinary tract disorder ("bladder or urinary problems or changes/ urinary problems"), back pain ("lower back pain/ other injury or complication-please describe: back pain"), urinary tract infection ("infection (bladder/ urinary tract /vaginal): uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and bladder disorder ("bladder or urinary problems or changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, urinary tract disorder, urinary tract infection, cystitis and bladder disorder outcome was unknown and the back pain had not resolved. The reporter considered back pain, bladder disorder, cystitis, device dislocation, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: meg, dyrenlum oral capsule 50 mg,pervaded oral capsule, delayed released (e.c.) 30 m, last menstrual period was (B)(6) 2010. Appropriate distention with normal saline was obtained and the endometrial cavity was thoroughly evaluated. Hysteroscopic exam revealed a normal cavity. The tubal ostia were easily visualized bilaterally. An essure microinsert was place in the right ostia. The introducer was retracted and approximately 3 coils were visualized. Attention was then tuned to the left ostia where a similar procedure was performed. Upon retraction of the introducer, 0 coils were visualized. The hysteroscope and all instruments were then removed from the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (as per pfs). Non patent bilateral fallopian tubes with bilateral tubal occlusion devices in place.(as per mr). Ultrasound scan - on (B)(6) 2011: uterus: normal. Anteverted. Size: longitudinal 85 mm. Anterior- posterior 52 mm. Transverse 57 mm. Volume: 131.9 mi. Endometrium: endometrium clearly visualized. Endometrial cavity: left essure protruding into endometrium. Endometrium thickness total: 5.5 mm. The left essure device appears to be protruding into the endometrium. Concerning the injuries reported in this case, the following one/ones were described in medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical records, new reporters added, lot number added, patient demographic added, race of patient updated. Event injury replaced with pain, new events: infection (bladder/ urinary tract/vaginal) type: bladder, bladder or urinary problems or changes, pain, lower back pain, urinary tract infection, left essure protruding into endometrium added. Medical history, concomitant drugs and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.